Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case/ service code 204) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white pulse wire on the belt receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).